Event description:
The customer reported the left screen went black when fluoroing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not get errors to duplicate. Further inspection reveals the system has the old version of mainframe backplane which has been know to cause this error. He replaced the backplane assembly. And test system. The system operates as designed.